Event description:
It was reported that, in the past, the patient had excruciating knotting pain in her legs and she received a shot of demerol. The patient had been seen in the hospital 3 times a year with ¿all sorts of pump problems¿, so they would not see her there anymore. The patient couldn¿t drive 50 miles to be seen. The device system was used to deliver bupivacaine, clonidine and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).